Manufacturer narrative:
(B)(6). Implanted: unknown date in 1991. Concomitant product - unknown apr head. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2017-03215.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date for an unknown reason. Subsequently, this patient was revised due to poly wear, and instability. No know adverse events were reported during the revision surgery. Attempts have been made and no further information has been reported.

Manufacturer narrative:
Concomitant medical products: par.p/e ap.c/tetto d. 32x51 ** cat: 4335-32-051 lot: 30498, unknown stem, unknown cup. Reported event was confirmed through radiographs received. Third party review of the x-ray noted the femoral head is dislocated lateral to the acetabulum, no fracture was noted. Possible reason for dislocation was noted as polyethylene wear. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Device history record was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.